Event description:
Boston scientific received information that the device was interrogated twice and exhibited inconsistencies in battery status indicator and magnet rate measurements. Upon initial interrogation, the battery status indicator showed less than half a year battery life remaining and a magnet rate of 90 paces per minute (ppm). However, within several weeks, the battery indicator showed one and a half years battery life with magnet rate of 100 ppm. Boston scientific technical services had a discussion with the health care professional (hcp) that the battery measurement is likely on the cusp of changing current bins and the device had about a year left. Ts recommended performing device memories save for analysis by engineering. This report was created due to device behavior matching that of units that have experienced normal battery depletion but declared end of life (eol) earlier than previously estimated. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.